Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had two unexpected dental appointments where they did drilling and lasering. Both times they did not turn the device off. After the first appointment they went to their hcp's office and everything (therapy results and device operations) was working as intended so they proceeded with their second dental appointment. They started having leg pain (soreness) and were having a hard time sitting down. They are not sure if the dentist caused an issue with the device or if they pulled a muscle since the device was still controlling their symptoms. They were afraid that their device as not working. Patient services redirected the patient to their hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Event description:
Additional information was received from a consumer. It was reported that the cause was undetermined. A reprogramming session took place and the patient tried turning the device on and off. The issue was not resolved, a follow up appointment is scheduled to discuss further steps. No further patient complications are anticipated or expected as a result of this event.